Event description:
A patient reported blood glucose results of 153 mg/dl and 29 mg/dl with a lifescan meter, performed within 10 minutes of each other. A walk through control solution test was performed but the patient was unable to provide the result. Meter and test strips were replaced.